Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report being hospitalized for diabetic ketoacidosis, with blood glucose levels over 800 mg/dl. The customer stated that he has been experiencing high blood glucose levels for the past two to three months. Troubleshooting was performed, and found that back in december of 2010, the customer called to order infusion sets with a shorter tubing length. Instead, the customer received the infusion sets with a shorter cannula, which may have been the reason for the change in blood glucose levels. Advised the customer that the correct infusion sets would be sent to him to correct the mistake. Nothing further was reported.